Event description:
Event description boston scientific received information that during the follow-up visit, this atrial lead exhibited high out of range impedance values with noise, which resulted in several stored atrial tachycardia response episodes. A lead fracture was suspected.